Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Physio downloaded the device's electronic records from the event for review and identified a critical error code indicative of failure of the device to deliver defibrillation therapy, if needed.

Manufacturer narrative:
Physio downloaded the device's electronic records from the event for review and confirmed the service code. The device passed all functional and performance testing before being returned to the customer. The root cause of the reported issue was unable to be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Physio downloaded the device's electronic records from the event for review and identified a critical error code indicative of failure of the device to deliver defibrillation therapy, if needed.